Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022, a 17mm amplatzer septal occluder was selected for implant. During deployment, the left disc appeared oval and was protruding into the left atrium. It was noted that two attempts were made to deploy the occluder before the device was removed and replaced with a new 17mm amplatzer septal occluder. The new device was successfully implanted without any complications. The patient was reported to be in stable condition. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2022, a 17mm amplatzer septal occluder was selected for implant. During deployment, the left disc appeared oval and was protruding into the left atrium. It was noted that two attempts were made to deploy the occluder before the device was removed and replaced with a new 17mm amplatzer septal occluder. The new device was successfully implanted without any complications. The patient was reported to be in stable condition. There was no clinically significant delay in procedure and no adverse patient effects reported. Subsequent to the initially filed information, additional information was received that the delivery system was a 7f amplatzer trevisio intravascular delivery system. No angulation or kink was noted in the delivery system. There was no interaction with cardiac structures during the deployment of the first device. The patient remained hemodynamically stable throughout the procedure.